Manufacturer narrative:
The reported events were for insulation abrasion and infection. A partial lead connector portion measuring 13.0 cm was returned in one piece. The reported event of insulation abrasion was not confirmed. Analysis of the lead did not find an insulation breach. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the patient presented for explant of an implantable cardioverter defibrillator system due to infection. Additionally, the right ventricular lead exhibited conductor externalization and elevated capture threshold. The system was explanted, and the patient was in stable condition following the procedure.